Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the implantable cardioverter defibrillator (ICD).no changes or interventions were performed. The patient condition was unknown.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed post paced t wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
Correction: b5 should have been post pace t wave oversensing not noise oversensing.

Manufacturer narrative:
Correction: to b5 for location where issue was first noted.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing (nsrvo) due to post paced t-wave oversensing. Programming changes were discussed. No intervention or patient symptoms were reported.